Event description:
The pt was injected on (B)(6) 2013 in the nfls and left the office. After about 20 minutes the pt phoned to state that there was severe swelling. The pt went to the walk-in clinic, was assessed and was transferred to the ER. The radiesse was mixed with an unknown amount of lidocaine. The pt was also injected with botox. Dr (B)(6), injector spoke to a merz north america, inc nurse, (B)(4), rn, bsn on (B)(6) 2013. Dr (B)(6) stated that the pt phoned the office 20 minutes after leaving the office stating she had severe swelling of the lips and eyes. She was referred to urgent care where she was subsequently transferred to the ER. Dr (B)(6) and (B)(4) discussed possible etiologies such as: c1 estrace deficiency, sulfite allergy to the lidocaine preservative, topical allergy, latex allergy, cmc allergy, concomitant treatments, and/ or ige mediated response. Dr (B)(6) states this is the first time the pt has ever had radiesse. On (B)(6) 2013, (B)(6), rn for dr (B)(6)reported that the pt was hospitalized for anaphylaxis. On (B)(6) 2013, dr (B)(6) spoke to a merz north america, inc contracted physician, dr (B)(6). According to dr (B)(6) the pt was hospitalized with "recurrent anaphylaxis". Dr (B)(6) and dr (B)(6) both agreed that this was an unlikely diagnosis. Differential diagnosis included panic attacks, angioedema. She had already consulted with an allergist. On (B)(6) 2013, (B)(6) , rn provided the following info: the pt was in ICU for two days. They do not have data provided by the hospital. The pt was given IV steroids in the hospital. From dr (B)(6) notes, allergic reaction and anaphylaxis were the reasons for the two days in ICU. The hospital suspects that it was radiesse. Botox was given at the same time. The pt resolved in two days. The pt still has a problem with itching. She is seeing an allergist. Dr (B)(6) is the pt's allergist. His office was contacted on (B)(6) /2013, but has not yet provided info if radiesse allergy testing will be performed for this pt.

Manufacturer narrative:
(B)(4). The device history record for the reported radiesse lot was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.